Event description:
It was reported that the patients battery was not working as intended. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.